Event description:
See initial report.

Manufacturer narrative:
H.10: the affected device was returned to the manufacturer site for repair. The reported issue could be confirmed upon testing. In addition, a deviation with the mass flow controller for air could be identified and an error code associated to set/actual value comparison was displayed during pre-calibration phase. During the repair of the unit, the entire front panel, which includes the computer board (where the a/d-converter is placed) was replaced. The mass flow controller for air, the dc board and the eprom were replaced as well. Based on all the above, it cannot be ruled out that a defective computer board could have led to the event claimed by the customer and to the error code detected during the repair activity.

Event description:
Livanova deutschland received a report that a s5 gas blender system gave an error code associated to the a/d converter during priming. There was no patient involvement.

Manufacturer narrative:
There was no patient involvement. Livanova deutschland manufactures the s5 gas blender system. The incident occurred in (B)(6). Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.